Event description:
According to the doctor, the sleeve fractured from the guide after he seated the guide on the patient's mouth and prepared the patient for the initial osteotomy. He said that because the material around the guide sleeve fractured, the trajectory of the sleeve was off. Buccal plate was perforated. To prevent further damage, doctor placed a membrane over the buccal plate and performed a bone graft. Doctor was able to successfully place the implant by freehanding.